Event description:
Caller alleged discrepant inratio inr result. Results are as follows: date: (B)(6) 2013, inratio inr: 1.0, 2.3 and 0.9. The time between testing was three to five minutes. Reportedly, the meter was not in the correct mode when finger stick was performed. Therapeutic range 2.0 - 3.0 for patient. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation pending.